Event description:
The customer reported that the device would not acquire a 12-lead. The users switched to a different defibrillator to obtain the 12-lead. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.